Manufacturer narrative:
Method code: one additional similar complaint type event was found within the associated lot. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm micl12.6 implantable collamer lens, -6.0 diopter, in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 and exchanged for a shorter lens. The lens was discarded. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.